Event description:
It was reported that intermittent occlusion alarms occurred. The issue did not have an adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and declining further assistance despite experiencing recurring occlusion issues. The case was then closed by cts.